Manufacturer narrative:
The patient was born on an unreported date in 1952. This report was received from a nurse via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment/source of water (no further detail was provided). On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies and routes were not reported). Eleven days post peritonitis diagnosis, the antibiotic treatment was ended. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.